Manufacturer narrative:
Unit alarmed compromised force sensor system during the basic occlusion test due to protruded loose drive support disk. Unable to verify for motor error alarm and to perform occlusion, prime, the excessive no delivery test due to compromised force sensor system alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, broken pump belt clip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.